Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes h.3 device eval by manufacturer? Yes d9. Device available for eval?: 23-jun-2026 e1: initial reporter addr 1: (B)(6). Investigation summary: bd received 10 samples along with 3 photos for investigation. The photos depict a 13mm x 75mm tube placed inside a 16mm x 100mm tube. All 10 samples were visually inspected for the presence of a tube inside a tube, and 1 out of 10 samples failed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - non-biological. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported by customer that while using bd vacutainer® sst¿ tubes, a foreign object was found inside the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. E1: initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Bd received 3 photos for investigation. In the provided images, a 13mm x 75mm tube is shown inside a 16mm x 100mm tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - non-biological. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported by customer that while using bd vacutainer® sst¿ tubes, a foreign object was found inside the tube. No adverse impact was reported regarding the patient or user.